Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred after 3 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer. The blood leak was described as being an internal blood leak and streaks were noticed to the side of the dialyzer inside. The tablo machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Non-fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient's estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events other than the minimal blood loss, or medical intervention required as a result of this event. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred after 3 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer.the blood leak was described as being an internal blood leak and streaks were noticed to the side of the dialyzer inside. The tablo machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Non-fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events other than the minimal blood loss, or medical intervention required as a result of this event. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: two photos were provided. The first photo shows a dialyzer with ogden dialyzer caps attached on the dialysate ports and blood lines attached to the blood port caps. Blood is visible on the outside of the fibers within the dialyzer. The second photo shows the product label on the dialyzer. In the photo there is a visible internal blood leak, there is no damage visible that may have caused the blood leak. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices (dn)s in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The reported event was confirmed, but without an actual sample, cause is unknown. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.